Event description:
Reporting status: malfunction. Reporting rationale: stents loose on the stent delivery system has previously caused patient injury. Device issue: loose stent; flared stent struts. It was reported that during a ptca/stent procedure, the device was noted to be loose on the stent delivery system (sds), and the device had several lifted struts after it was removed from the packaging hoop. No patient involvement was reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. It was reported that the stent was loose and had flared struts when removed from the packaging hoop. This damage could have occurred during manufacturing or during removal from the packaging at the site; however, without the device to examine, no determination can be made as to the root cause of the reported damage.